Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was loose. The patient reported he was told his rv lead was loose. Our records show the device remains implanted and in service. The patient was referred back to a physician. No adverse patient effects were reported.